Event description:
The audiologist called stating she received replacement of finetuner echo remote on behalf of the user under warranty _ while assembling the remote it slipped from her grip _ fell to the floor. The clinician explained that the device immediately began to smell like burning electronics and was hot to touch when she went to pick it up.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: according the information received, the finetuner echo was dropped and began to smell like burning electronics. During device investigation a failed capacitor was detected which was clearly the reason for the reported issue. Electrical inspection could not be performed because of the observed malfunction. No injury was reported. This is a final report.

Event description:
The audiologist called stating she received replacement of finetuner echo remote on behalf of the user under warranty _ while assembling the remote it slipped from her grip _ fell to the floor. The clinician explained that the device immediately began to smell like burning electronics and was hot to touch when she went to pick it up. She sustained no injury.